Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. Patient reference number (B)(4) was found in (B)(4) (patient database) that the patient did receive a positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 10:28 am pst. The result for this test was released on (B)(6) 2021 at 11:48 pm pst. The patient's sample resulted in a viral CT value of 39.833 which corresponds to a repeat result it was then placed on a viral repeat rack (B)(4) with a CT value of 39.741 indicating the sample will be resulted as positive. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took another curative tests on (B)(6) 2020 ( barcode : (B)(4)) with viral CT of infinity, (B)(6) 2021 ( barcode : (B)(4)) with viral CT of infinity, (B)(6) 2021 ( barcode : (B)(4)) with viral CT of infinity, all tests were resulted as negative. The word infinity as it pertains to negative results means no detection of the virus can be found after amplification through pcr after 43 cycles. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-(B)(4) at position b6 with a floating blank located on g4. Floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, floating blank yielded a CT of infinity which is considered acceptable. Furthermore, the sample was repeated on rack (B)(4), viral CT was 37.183 and human CT was 25.406, giving similar results to the previous run. Plate was extracted manually by gp using integra # 7,8 viafil # 2, kit lot # 600606 filter plate lot 600019, tcep lot 032821ang-tc1, wash buffer lot 032721as-ng2 and elution buffer lot599822. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc. Master mix batch 339 was used for pcr. Customer success sent the CT values and relevant FDA article to the next of kin, then explained that the positive result was accurate on (B)(6) 2021. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result. Depending on the timeline of infection, viral load can be too weak to be detected.

Event description:
Patient's parent reached out to gather more information about this false positive for their child. Patients entire family tested negative and took two additional tests that resulted in negatives. Parents states their child (patient) has no symptoms.